Event description:
Healthcare professional, left side double capsule. The event of rupture is not associated with this side.

Event description:
Healthcare professional reported "rupture" this is for the left side. The device has been explanted and replaced .

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.